Manufacturer narrative:
Intuitive followed up and obtained additional information. It was the second robotic case in or 10. The instrument being used was a force bipolar. There was no patient injury. Please refer to section a for additional information.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) clinical sales representative (csr) that universal surgical manipulator (usm) 1 moved in the opposite direction. The customer did not call isi technical support engineer (tse) for troubleshooting when the issue occurred. The customer elected to undock usm 1 and continued the procedure with the remaining three usm arms. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce the issue. The fse placed instruments on arms, 13 and four and endoscope adapter on arm 2. I test drove the system and found no discrepancies. All instruments moved within intuitive of motion. I switched endoscope adapter from 2 to 3 and switch between arms, one and two and found no discrepancies within intuitive motion. The system was tested and verified as ready for use.